Manufacturer narrative:
Zoll medical has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78", "defib fault 79" and "defib fault 108" messages. Complainant indicated that there was no pt involvement in the reported malfunction.